Manufacturer narrative:
Continuation of continuation of concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2020, UDI#: (B)(4); product ID: 8784, serial/lot #: unknown, ubd: 16-nov-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (24 mg/ml at 21 mg/day) via an implantable infusion pump. It was reported that the patient had increasing pain. The doctor tried to aspirate cerebrospinal fluid through the catheter access port of the pump without success. The pump segment and catheter connector were replaced. During the surgery, it was noted that the connector in the 8784 kit "malfunctioned" and they had to open a different kit to use that connector. The issue was then resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in clarification of the connecter malfunction which occurred during surgery was the physician stated connector malfunctioned. The reporter did not see what happened while attempting to connect, he stated the connector came apart.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot/serial# (B)(6) implanted: (B)(6) 2020 product type catheter product ID 8784 lot/serial# unknown product type catheter. H3: evaluation of implantable catheter product ID 8780 lot/serial# (B)(6) found the catheter was returned for analysis incomplete in segments. The returned catheter segments were found to be patent and passed pressure leak testing. No anomalies were identified. Evaluation of product ID 8784 lot/serial# unknown found the pin connector collet was prematurely locked into place as received by analysis. H6: the evaluation codes have been updated for this event. Evaluation code result c19 only applies to product ID 8780 lot/serial# (B)(6) and evaluation code result c13 only applies to product ID 8784 lot/serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned for analysis.